Manufacturer narrative:
On 24-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and extended hospitalization. It was reported that during an atrial fibrillation procedure, an adverse event occurred. It was reported the physician took a quick look with intracardiac echocardiography (ice) before they got started and noticed a small effusion. They were performing a vein of marshall ablation, which included a wire and a small balloon in the coronary sinus. After the vein of marshall ablation was completed, they went transeptal and mapped the left atrium of the heart with the pentaray catheter and then used a thermocool® smart touch® sf bi-directional navigation catheter to do an radiofrequency (rf) pulmonary vein isolation (pvi). They isolated the left side, (they were 90% done with the right side) and noticed the pericardial effusion seemed to be getting bigger. The physician discovered and confirmed the pericardial effusion on ice. The physician called in a second physician to acquire a second opinion and they confirmed there was an increase of fluid in the pericardial space. They stopped heparin, pulled out of the left atrium, and performed a pericardiocentesis. The physician removed 320 cc's of fluid. The patient did not display any patient symptoms, as their blood pressure was being treated throughout the duration of the procedure. They waited half an hour, ensured that the effusion wasn't growing, and then turned the heparin back on and went back across and finished the ablation. They completed a mitral isthmus line and a cavotricuspid ishmus (cti) line. The drain was left in the patient and they were placed in the intensive care unit for observation. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and extended hospitalization. It was reported that during an atrial fibrillation procedure, an adverse event occurred. It was reported the physician took a quick look with intracardiac echocardiography (ice) before they got started and noticed a small effusion. They were performing a vein of marshall ablation, which included a wire and a small balloon in the coronary sinus. After the vein of marshall ablation was completed, they went transeptal and mapped the left atrium of the heart with the pentaray catheter and then used a thermocool® smart touch® sf bi-directional navigation catheter to do an radiofrequency (rf) pulmonary vein isolation (pvi). They isolated the left side, (they were 90% done with the right side) and noticed the pericardial effusion seemed to be getting bigger. The physician discovered and confirmed the pericardial effusion on ice. The physician called in a second physician to acquire a second opinion and they confirmed there was an increase of fluid in the pericardial space. They stopped heparin, pulled out of the left atrium, and performed a pericardiocentesis. The physician removed 320 cc's of fluid. The patient did not display any patient symptoms, as their blood pressure was being treated throughout the duration of the procedure. They waited half an hour, ensured that the effusion wasn't growing, and then turned the heparin back on and went back across and finished the ablation. They completed a mitral isthmus line and a cavotricuspid ishmus (cti) line. The drain was left in the patient and they were placed in the intensive care unit for observation. The pentaray catheter was used in the procedure, but was not in the body at the time the effusion was noticed. They used a soundstar catheter, a webster cs catheter, and a smarttouch sf catheter during the procedure with the soundstar and thermocool® smart touch® sf bi-directional navigation catheter being in the body when the effusion was discovered and confirmed. Additional information was later received indicating the patient¿s outcome as fully recovered. Transseptal puncture performed with baylis nrg needle. Prior to noting the pe or CT, ablation had already performed. No evidence of steam pop. Event occurred during ablation phase. Irrigated catheter was used and the flow setting was default flow settings: 2 for irrigation and mapping, 15 for ablation at greater than 30w. Correct catheter settings selected on the smartablate generator and the pump switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used included graph, dashboard and vector. Visitag module parameters for stability were (range; time; fot; tag size) standard range: 3/ time: 3 / force over time (fot): 25%>3/ tag size: 3. No additional filter used with the visitag. Color option was impedance.